Event description:
The user facility reported a 56-year-old male implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced oozing at impella site and 2 stitches were placed to make bleeding stop. The patient received 1.5 l of fluid overnight and 1 unit of packed red blood cells (prbc).

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of access site bleeding was not determined since product was not returned and enough information was not provided.